Event description:
It was reported to manufacturer that the physician's hand held was only displaying half of the screen. The hand held was not dropped. Troubleshooting was performed which included soft and hard resets and the screen issue did not resolve. A new hand held was sent to replace the non-working device and the non-working device was sent to manufacturer for analysis. Product analysis is underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.